Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas 8000 ise module. The sample initially resulted in a na value of 122.8 mmol/l. The sample was repeated twice, resulting in values of 137.7 mmol/l and 137.9 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer replaced a faulty valve. An ise check and calibrations recovered within specifications. The investigation determined the service actions resolved the issue.